Manufacturer narrative:
Even though requested, the device was not returned for evaluation as it was discarded. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined; however, it is noteworthy to mention an unvalidated injector was used to complete the original implant.

Event description:
Reportedly, an iol was explanted two weeks post implant due to unexpected rotation. The lens was replaced with an iol of the same model and similar diopter. The patient's current outcome is good.